Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 review of the most recent repair record identified no repairs related to the reported event. The technician was not able to verify reported issue of not ratcheting. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that it does not ratchet. The event timing is during testing. There is no harm or delay reported. Due diligence is complete and there is no additional event information available.